Event description:
It was reported that an unspecified number of bd arterial cannula 20g/1.10mm x 45mm experienced a catheter that broke/separated from the hub during use. The following information was provided by the initial reporter: after changing the pressure bandage it was noted that a part of the arterial cannula remained in the artery. Possibly it broke during removal of the cannula, which is why the artery could not close.

Manufacturer narrative:
H.6 investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6200099. Medical device expiration date: 2021-07-31. Device manufacture date: 2016-08-14. Medical device lot #: 8166188. Medical device expiration date: 2021-07-31. Device manufacture date: 2016-08-14. Medical device lot #: 8230349. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-08-18. Medical device lot #: 7199168. Medical device expiration date: 2022-07-31. Device manufacture date: 2017-08-30.

Event description:
It was reported that an unspecified number of bd arterial cannula 20g/1.10mm x 45mm experienced a catheter that broke/separated from the hub during use. The following information was provided by the initial reporter: after changing the pressure bandage it was noted that a part of the arterial cannula remained in the artery. Possibly it broke during removal of the cannula, which is why the artery could not close.